Event description:
It was reported that during a da vinci s surgical procedure, the cable on the megasuturecut needle driver instrument broke and the grips would not open and close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one cable was broken around the grove near grip. The broken cable segment stuck out at the wrist, however, there were no signs of damage where the cable broke off. There were scuff marks on the idler pulley where the cable was resting on, but the pulley moved freely. The blades and grips did not exhibit damage. Engineering evaluation also found that the other grip cable was derailed at the opposite distal idler pulley of the broken cable. The cable seemed to be tensioned as the grips still moved side to side. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.